Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photos were reviewed and the indicated failure mode for underfill and tube push off with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, draw test for low or no draw, and no issues were observed relating to underfill as all samples met specifications. 20 retention samples from bd inventory were evaluated by functional testing, draw volume testing to test for tube push off, and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes that tubes were underfilling and pushing off the non-patient end of the non-bd acquisition device. This occurred an unspecified number of times. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes that tubes were underfilling and pushing off the non-patient end of the non-bd acquisition device. This occurred an unspecified number of times. There was no health impact or consequence reported.